Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient had a very tortuous aorta with etatic common iliacs bilaterally. The right internal iliac artery was coiled and crossed while the left internal iliac artery was left open. The left common iliac artery was diseased and etatic but the physician made the choice to use a flared limb in the common iliac to preserve the internal iliac. The left common iliac was shaped like a reverse hourglass - narrower on both ends, but wide in the middle. A 28 mm flared limb was placed into the distal narrowing of the left common iliac artery. It was reported that routine follow-up approximately 10 months post implant showed the flared 28 mm contralateral limb pulling out of the left common iliac artery. There was no evidence of a distal type 1 endoleak, but the aneurysm sac appears to be growing. No additional clinical sequelae were reported, and the patient is fine.

Event description:
Additional information was received. A secondary intervention was done, extending into the left common iliac artery with an endurant 16x28x156 and a 28x28x82. The intervention was successful.

Manufacturer narrative:
(B)(4). Results: stent graft migration; aneurysm expansion. Anatomy related; landing in a severely tapered and diseased iliac artery. Conclusions: stent graft migration; aneurysm expansion. Anatomy related; landing in a severely tapered and diseased iliac artery.